Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
Reportedly, the pacing system was explanted and discarded on (B)(6) 2019 due to a pacemaker pocket infection. A new pacing system should be implanted once the infection is treated and cured.